Manufacturer narrative:
UDI #: (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens, model zlb00, was explanted from the right eye of a female patient because the patient experienced dysphotopsia. No vitrectomy but sutures were used. A lens from another manufacturer was used as the replacement. There was corneal mucous and epithelial irregularity at the incision site at post-op day 1. Vision after replacement was 20/25. No additional information was provided.

Manufacturer narrative:
The lens was returned to the manufacturer for evaluation. Visual inspection with the unaided eye showed the lens is cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. Manufacturing records were reviewed and the lens was manufactured according to specification. The complaint related tests are the optical measurement and cosmetic inspection performed at final inspection. The in-line optical inspection data showed the lens was within power specification and the lens met the specified cosmetic requirements. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.